Event description:
It was reported the camera head had intermittent image during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a loose coupler, cable deformation or disconnection, and pixel defects. Based on the results of the investigation, it is likely that the following led to the malfunction: "image flickering" occurred because the video function did not function normally due to the cable disconnection. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.